Manufacturer narrative:
Batch review performed on 27 november 2020: lot 2002652: (B)(4) items manufactured and released on 24-jul-2020. Expiration date: 2025-07-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
4 days after the primary surgery, the stem slid a little bit deeper into the bone. On x-rays a longitudinal fracture of the femur was discovered. The surgeon explanted the stem and he did 5 cerclages around the femur and implanted a quadra r stem size 6.